Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 400 (mg/dl) and high ketones for 3 days. Customer changed pump supplies, administered insulin injections, and drank water to treat bg levels and ketones. Although requested by tandem technical support, contact declined to perform troubleshooting for the pump and indicated that the customer's bg levels have since stabilized. Recommendation was made to consult with health care provider to discuss diabetes management, and to contact tandem technical support to perform troubleshooting for future bg events.